Event description:
It was reported that during patient's trial implant procedure a lead was sheared off and left inside the patient. The procedure finished with no other complications.

Manufacturer narrative:
The unique device identifier (UDI) is not provided because the batch # is unknown. During processing of this incident, attempts were made to obtain complete device and patient information. Further information was requested but not received.